Event description:
Pt was injected on (B)(6) 2015 with two 1.5cc of radiesse to the temples, cheeks, jawline, and ml. According to dr (B)(6), the injection were placed in the "sq plane not deep". Both syringes had the same lot number of 100078700. Right after injection, pt experienced headache (clarified as right temporal pain), nausea and vomiting. She began feeling better before leaving the injector's office. At some point post injection (time frame unk) the pt began to experience diplopia. The pt spoke with dr (B)(6) twice the night of injection. The pt took tylenol which helped some but the headache continued. The pt presented to dr (B)(6) office on 06/05/2015 for follow up. She still had diplopia and a headache. The physician referred pt to an ophthalmologist that same day. The ophthalmologist said pt's retina was fine. He ordered a MRI with contrast which pt had on (B)(6) 2015 at (B)(6). The MRI showed no embolus. There was swelling of the right lacrimal gland and right lateral rectus muscle. The retinal artery and veins were patent and the brain was fine. The pt was admitted to (B)(6) for diplopia. On 06/24/2015, dr (B)(6) emailed updated info the merz. Dr (B)(6) reported she spoke with dr (B)(6) who believed pt did have an "embolic event to the right lacrimal artery which has a small branch to the right lateral rectus muscle". On 07/21/2015, dr (B)(6) provided additional follow up info, noting that pt's diplopia was not resolved but was improving. Dr (B)(6) said pt did not receive any treatment while hospitalized that she is aware of. She noted that it is unk if pt's diplopia will be permanent.

Manufacturer narrative:
The device history record review for reported lot number was conducted. No non-conformances were discovered that would have contributed to this event.